Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 03/10/2010. "Title: xxxx". "Event desc: ventilator read "vent inop". Alarm would not shut off or allow to be reset. Pt bagged, ventilator removed and pt placed on another ventilator. Biomed has ventilator and will test and repair equipment. No harm to the pt." "Did this event involve an electrophysiology procedure? No." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
(B) (4). On mar 12, 2010, carefusion sent a letter to the user facility seeking additional info concerning the reported event, the condition of the pt and the repair of the device. As of the date of this report, there has been no response from the user facility. A f/u medwatch report will be submitted should further info become available.